Manufacturer narrative:
This part is not approved for use in the united states; however a similar device with product ID x0409391 and 510k #k981676 was marketed in the united states. Neither the device nor any images were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient undergoing a revision surgery due to pjk after a spinal therapy. It was reported that the set screw came off. The set screw was replaced, 3 rods were placed additionally. The patient issue was resolved. There were no further patient symptoms/complications. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. Levels implanted: t8-t10 mdt products used in initial surgery: s4 it was a case that extension operation was performed on (B)(6) 2018 (solera 4.75 connected to each other). The open side set screw of the reported mrc used between th8 / 10 backed out. It was unknown whether bone fusion had achieved or not. This time, the set screw that had backed out was discarded, the mrc was continued to be used as it was, and only the set screw was replaced. It was reinforced with 2 rods on the side that the set screw backed out.